Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Facility worker called to state the front right leg is bent above the adjustment portion of the frame. She states that she does not know if the customer was using it at the time but assumed that he was because he transfers from a power chair. She states the customer has had it for a long number of years, but does not know who it was bought from. She states the customer is under (B)(6). Customer was given two dealer referrals and the part number for the frame 1116450. No further information provided.